Event description:
Info rec'd via bma product complaint form. Reporting that an arterial bloodline developed a leak from what appeared to be a small hole in the line where the tubing joins the dialyzer connector. The leak occurred approx 1-1/2 hours into the pt treatment. The estimated blood loss is approx. 150 cc. The arterial line was changed without incident and the pt's dialysis treatment resumed. The pt has experienced no ill effects. The suspect line has been discarded by the user. 7/23-rec'd notice of similar complaint from this lot number.